Event description:
Reportedly, the message ¿operating system not found¿ is displayed when the power button of the subject programmer is pressed. The programmer does not boot and is unusable. Preliminary review indicates an issue with the hard disk drive that may be damaged or unplugged.

Event description:
Reportedly, the message ¿operating system not found¿ is displayed when the power button of the subject programmer is pressed. The programmer does not boot and is unusable. Preliminary review indicates an issue with the hard disk drive that may be damaged or unplugged.

Manufacturer narrative:
(B)(4).